Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The sp monopolar cautery instrument was found to have a broken tube adapter. A piece approximately 0.129" x 0.133" in size was missing and not returned with the instrument. The instrument was found to have scratch marks/abrasions to the tube adapter. Pieces approximately 0.132" x 0.18" and 0.061" x 0.148" in size were missing and not returned with the instrument. The instrument also exhibits bent electrical contacts; the contacts do not appear to be broken.

Event description:
It was reported that during central processing, the sp monopolar cautery instrument tip was found broken during inspection. There was no report of patient involvement.